Event description:
The clinician reports the implant was inserted 2026 (b)(6) in ADA 20. Details of surgery: Immediate extraction site. On 2026 (b)(6), the implant was removed upon patient¿s request. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: Pain. No further patient complications were reported.